Manufacturer narrative:
(B)(4).

Event description:
According to the reporter during a thoraco/wedge/segmental resection the idrive did not fire during procedure. Last patient's status was good. The jaws did not get stuck on the tissue. Operating time not extended. No additional tissue resection or damage. Nothing fell into the cavity. No bleeding.